Manufacturer narrative:
The insulin pump powered up properly after battery installation. No blank display anomalies were noted. However, while being monitored, the insulin pump gave a frozen screen followed by a constant tone due to a faulty mother board.

Event description:
It was reported that the insulin pump had a blank display. Troubleshooting was performed, but the issue was not resolved. Nothing further was reported.